Manufacturer narrative:
Investigation underway.

Event description:
Asb employee reported, that the head part of the cot is in motion all the time. He further reported that the antishock pads do not stand the pressure. No further info were given. There was no reported pt involvement or adverse consequences.